Manufacturer narrative:
The company representative was unable to duplicate the safety disk failure problem. As a precautionary measure replaced the drive manifold assy (p/n 0104-00-0018). Performed several leak tests with no failures. The iabp was calibrated, function and safety tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that during a safety disk leak test on the iabp, they observed that the iabp generated an intermittently safety disk leak test failure message. No patient was involved.